Manufacturer narrative:
One used device returned for evaluation. Visual inspection found the retaining ring from the proximal end missing from the device. The remnants of silicone adhesive were noticed in the channel that houses the retaining ring. The silicone adhesive appeared to be uniformly distributed in the channel. The device was used and reprocessed multiple times, which further confirms that the retaining ring had been assembled properly into the device during manufacturing. The instructions for use state that care must be taken to avoid excessive force when connecting a circuit to this product. Failure to do so may result in difficulty disconnecting the circuit for emergency airway access for suctioning. Always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway.

Event description:
According to reporter, the listed device was in use with a home care patient (time in use not confirmed). During suctioning, a portion of the device broke off from the rest of the tube. According to reporter, the product issue required a visit to the patient's health care facility and emergency tracheostomy tube change was performed. No permanent adverse effects to patient reported. The listed device had reportedly been reprocessed several times prior to the event.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).